Event description:
It was reported that a remote transmission showed an alert for the right ventricular (rv) shock impedances exhibiting high, out of range measurements of 151 ohms. It was noted that the shock lead trend observed varying measurements from 120-147 ohms over the past year. There is no noise seen on the presenting or stored electrograms. This lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that a remote transmission showed an alert for the right ventricular (rv) shock impedances exhibiting high, out of range measurements of 151 ohms. It was noted that the shock lead trend observed varying measurements from 120-147 ohms over the past year. There is no noise seen on the presenting or stored electrograms. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: a request for further details about this event was made to the field. The feedback indicated that the current device parameters are satisfactory, and as such, no additional action will be required. The patient is scheduled to continue with routine follow-up visits.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.